Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the insulin pump alarmed motor error during bolus. The device was not exposed to a magnetic field. Alarm was cleared. Alarm occurred three times. Customer was advised to disconnect the device. Customer does not use the sensor feature. Customer was able to complete rewind process. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
The insulin pump was unable to prime due to faulty force sensor resistor. No motor error alarms noted during testing. The motor was tested outside device and it passed. The device had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address and or serial number label, and missing end cap sticker.